Event description:
The pt reported that the up/down buttons of the infusion device do not work. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for eval. Preliminary eval determined the soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore moisture may enter the insulin pump and destroy the functionality of the buttons and the pump electronics. Further info will be provided when the eval is complete.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.